Event description:
Information received from the field does not address the patient's clinical status but notes that the device was checked while the patient was in the ICU. After some difficulty with interrogation, dashes (---) were noted for parameters. Programming did not remove the dashes. Therefore, the device was replaced.